Event description:
Dr. (B)(6) reported the mini 3.25 x 8.25 fixture experienced a fracture. After initial placement on tooth #19, the post-ops were showing good integration; all the threads were covered except for maybe one according to the doctor. But the patient felt something loose 2 months later and when she came in for a check up, dr. (B)(6) noticed heavy bone loss around the implant and noticed the fracture. He removed it immediately and grafted the area. The patient reported no pain or injury. Dr. (B)(6) stated that the patient didn't even notice the fracture.